Event description:
It was reported that there was leakage from the tube and connector connection. There was no patient involvement.

Manufacturer narrative:
B3: january 2026 was the reported month/year of the event, but the exact day was not provided. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.